Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a "vns therapy error" message is received when handheld is used. The handheld was returned to MFR for analysis.